Event description:
It was reported that (1) hp052 was used during a unknown procedure. It was reported by the rep that the handpiece intermittently creates a solid tone and high-pitch noise on full power. The case was completed with another hp052. There was no pt consequence.